Manufacturer narrative:
B3/d10: the events occurred in may 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) vial mate adapters leaked. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.